Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure with single-port (sp) system, the sp drape fell onto the floor while the ¿deploy for draping¿ step 2 button was pressed. The customer stated that the drape was installed with the correct orientation. The bottom part of the drape was slightly torn due to the fall. The procedure was completed. No known impact or patient consequence was reported.